Event description:
It was initially reported that the patient came in to an appointment at different setting than previously set at. The different settings were not indicative of a incomplete diagnostic and it is unknown how the patient was set to those settings. The patient reported that he stopped feeling stimulation on (B)(6) 2013 and his last appoint was on (B)(6) 2013. The patient said there were no other visits with other vns physicians and the nurse confirmed the patient last visit was (B)(6) 2013. When the patient was turned on to their previous setting he began coughing. Additional programming history was received and review of programming history confirmed the reported event. However there was no history showing the sequence of events on how the patient¿s settings were changed and the cause of the setting change is unknown. When the patient returned to have their settings changed there was a partial programming at the end of the appointment with no final interrogation so it is unclear if the patient left the appointment at untended settings. The company representative reviewed the sites other handheld and confirmed the patient¿s generator had not been communicated with since 04/15/2013 with any of the programming systems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received that the site claimed that here were no other patients that were seen around the same time as the patient preventing the possibility of a cross programming events. The patient is not a reliable source of information and in regards to reporting accurate information pertaining to what really happened with his device according to the physician¿s office. Patient can now feel stimulation from the device again and the issue is believed to be resolved. Review of the programming history shows that there was another patient that was programmed that same day prior to the patient and was at the settings that the patient was changed to. It is likely that there was a cross programming events as that other patient was not seen that day but may have still had their information in the physician¿s handheld and since there was no initial interrogation of the patient and they were likely program to the patient setting in error.